Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2007. Patient experienced debilitating pain and discomfort in hip that is constant and continues daily, thereby interfering with his ability to perform activities of daily living. Additionally, patient has excessive levels of chromium and cobalt. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2007 - dor: unk (right side). Patient is a resident of (B)(6). Update: 9/16/2011 plaintiff fact sheet received with part/lot information. This information does not change the investigational results. Update - added additional products x2 - stem and sleeve, added sales rep details, revision date, additional surgeon, legal details, patient height and weight. Taken from der dated (B)(4). Sales rep - (B)(4). Revision date - (B)(6) 2015. (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).